Event description:
The patient was revised due to osteolysis with minimal poly wear of the insert.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports for the product code/lot provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. The investigation did not identify the need for corrective action.